Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion. Reportedly, the patient was advised to visit the hospital due to the device eroding through the skin. There were no additional adverse patient effects reported. This ra lead remains in service.